Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had continuous gas flow through inspiratory port while the ventilator is on standby. The ventilator was investigated by our field service engineer on-site and the nozzle unit was found defective and replaced which solved the issue. No replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator had continuous gas flow through inspiratory port while the ventilator is on standby. There was no patient involvement. Manufacturer ref. #: (B)(4).